Manufacturer narrative:
Pr (B)(4)- follow up MDR for correction. Following the submission of the initial MDR, it was determined that the batch number provided by the customer belonged to material number 300865 and not material 309653 as was previously reported. Site legal name updated to reflect the san augustin site. D1: updated to reflect accurate medical device brand name. D4: updated to reflect accurate material number.

Event description:
Lot number 2208069 for material 300865.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR #2 for correction. Following the submission of the initial MDR, it was determined that the incorrect manufacturing site was chosen and the incorrect site registration number was attached to this complaint. MDR # 1911916-2024-00062 will be void and a new MDR will be submitted with the corrected information.

Event description:
There was defect in one of the 50ml syringes. The luer area was split and protruding so was unable to be used.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.